Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): outer insulation breached depression, the outer insulation also had a cosmetic depression and was breached cut, and blood/body fluid (not obstructed) was noted on all conductors; distal segment returned and analyzed. (B)(4): outer insulation breached depression, the outer insulation also had a cosmetic depression, was breached cut, and had a white substance, the helix was distorted/bent, blood was noted on the helix mechanism and helix mechanism (sleeve head), and blood/body fluid (not obstructed) was noted on all conductors; distal segment returned and analyzed.

Event description:
The atrial and right ventricular leads were replaced due to upgrade. The leads were returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.